Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported battery issues. The customer reported blood glucose value of 1.8 mmol/l. The customer reported hypoglycemia treated with food, juice. The event involved product(s) mmt-1881. Troubleshooting was performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for battery issues and found low battery and lasted for more than 1 week. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08560 inches. The pump was monitored and no unexpected charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. On the event date of 05-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 05-may-2025 of the daily total collection start time, the daily total of basal insulin delivered = 516000 (51.6 u) and daily total of bolus insulin delivered = 755000 (75.5 u) which is equal to the daily total of all insulin on delivered = 1271000 (127.1 u). All bolus/basal were delivered in auto mode/manual mode. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: on (B)(6) 2025 20:14:08.000, on (B)(6) 2025 20:15:14.000, on (B)(6) 2025 20:15:46.000. On (B)(6) 2025 15:42:35.000, on (B)(6) 2025 15:42:49.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 19:24:25.000 to on (B)(6) 2025 19:49:00.000, on (B)(6) 2025 20:13:38.000 to on (B)(6) 2025 20:15:39.000, on (B)(6) 2025 15:38:16.000 to on (B)(6) 2025 15:42:38.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 16:34:59.000. There was no power data available for the date on (B)(6) 2025. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2025 11:54:00 faster than expected at 2.19 days. Battery cycle 2 received the low battery alert (104) on (B)(6) 2025 07:09:00 faster than expected at 2.6 days. Battery cycle 3 received the low battery alert (104) on (B)(6) 2025 07:14:01 after more than 7 days at 18.73 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 05-may-2025, these pump error(s)/alarm(s) were noted: pump error 43 alarm was found on: (B)(6) 2025 19:18:57.000, on (B)(6) 2025 15:29:51.000, on (B)(6) 2025 15:31:48.000, on (B)(6) 2025 15:37:55.000, on (B)(6) 2025 15:44:28.000, on (B)(6) 2025 15:45:33.000, pump error 41 alarm was found on: (B)(6) 2025 19:18:57.000, on (B)(6) 2025 15:29:51.000, on (B)(6) 2025 15:44:28.000, pump error 38 alarm was found on: (B)(6) 2025 15:31:48.000, on (B)(6) 2025 15:37:55.000, on (B)(6) 2025 15:45:33.000. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Force sensor zero offset within specification (24.13 mv). Pump error 43 alarm, pump error 41 alarm and pump error 38 alarm were confirmed according in the formatted history file due to slight corrosion on the pcba 1, pcba 2 and motor assembly noted. Also, charge/battery lasts less than expected was confirmed due to slight corrosion on the pcba 1 and pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Charge/battery lasts less than expected was confirmed due to slight corrosion on the pcba 1 and pcba 2. Also, pump error 43 alarm, pump error 41 alarm and pump error 38 alarm were confirmed according in the formatted history file due to slight corrosion on the pcba 1, pcba 2 and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.